Event description:
Customer reported that summit delivered low sample or reagent in well h1 during the pipetting of an htlv I/ii plate. No error was generated by the summit. No death or serious injury was associated with this incident.